Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reez3675 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC line grey lumen clamp not always effective at locking. In certain positions, the line can still flush while the clamp is in the locked position." Add info rcvd (B)(6) 2022: - what type of catheter securement was utilized? This PICC line had a secure-a -cath securement device and was dressed with 3m tegaderm IV advanced dressing.

Event description:
It was reported "PICC line grey lumen clamp not always effective at locking. In certain positions, the line can still flush while the clamp is in the locked position." Add info rcvd 03/01/2022: - what type of catheter securement was utilized? This PICC line had a secure-a -cath securement device and was dressed with 3m tegaderm IV advanced dressing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.